Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the customer had high blood glucose level. The customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer reported when she woke up in the morning her blood glucose level was 311 mg/dl. The customer changed out entire set and found the cannula was bent. The insulin pump will not be returned for analysis.